Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that avea was having an issue with the suction function. When suction is used the o2 levels should rise and be 100%, but the o2 was fluctuating all over the map, from 100 to 21%. At this time, there is no information regarding patient involvement associated with the reported event.